Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one 15cm hemostar catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a catheter leak, specifically for an external leak/split without embolism, as a leak was observed just distal to the bifurcation during infusion of the blue hub. Surface damage was observed adjacent to the leak and the hole surface was observed to be smooth and uneven. These observations are consistent with characteristics of damage caused by handling/manipulating the catheter with tools (e.g. Hemostats). The definitive root cause could not be determined based upon available information. Manipulation of the catheter with tools (e.g. Hemostats), exposure to excessive forces and/or catheter degradation may have contributed to the reported event. However, it is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that during testing of the dialysis catheter, an alleged leak was found. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2019).

Event description:
It was reported that during testing of the dialysis catheter, an alleged leak was found. There was no patient contact.